Event description:
It was reported that during a laparoscopic gastric bypass procedure, by the fourth firing the instrument would not load. They then thought that the reload was faulty and changed it for a new one. The instrument still would not work and so they changed the device for a new one. It then worked fine. The first reload was blue and so was the one used for the second attempt. No harm was caused the patient. The procedure was prolonged by approximately five to ten minutes as a result of bringing on the new instrument. The surgeon is a very well practiced and confident user of this instrument.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Cartridge pan dislodged. The analysis results found that one device was returned with no visual non-conformances and with a reload pan found lodge inside the channel preventing additional cartridge reloading. The pan was removed from the channel and the device was tested for functionality in the straight and articulated positions with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.